Event description:
It was reported that during sensing test, it was not possible to measure r-waves. During the test r-waves were observed with vs markers. It was noted there was a flipped bit in ramware code. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).